Event description:
A 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox lad of a patient to bailout a dissection occurred post deployment of another manufacturer stent. It was reported that an mi occurred 4 days post stent implant. The event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic at 30day and 1 year follow up. No other clinical sequelae were reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.